Event description:
The iab was inserted into the pt on 6/6/97. On 6/10/97, "check cath" alarm sounded from the system 97 pump. Blood was noted in the tubing and the iab was removed. No second was inserted. Event complications: unk - rpt'd 6/10/97; none - rpt'd 6/25/97. Pt current status: stable - rpt'd 6/25/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typicalof that produced by calcified plaque during iabp.